Event description:
It was initially reported that the device had its service indicator illuminated and had logged multiple event codes. After further evaluation, it was determined that the device would intermittently not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to one leg of an inductor, designator l9, which was intermittently making contact with the pad on the system pcb assembly. The solder joint on the leg of the l9 inductor was open.